Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height and weight is unknown. The allegation of pain was non-specific and cannot be attributed to any specific probable cause. Results: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This information was uncovered as a result of a complaint that was submitted in 2009, for an explanted stem. Operational notes were submitted that revealed a first revision surgery in 1989.

Event description:
It is reported that the device was implanted in 1988, and that the patient was revised in 1989, due to pain.